Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), which was noted at a regularly scheduled interrogation. It was additionally noted that the twos algorithm was programmed "on" and that no episode of inappropriate ventricular tachycardia (vt) nor ventricular fibrillation (vf) sensing was observed. The patient is a participant in a clinical study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.